Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she was without stimulation and unable to communicate with the ipg via either the programmer or charging system. The pt had reportedly experienced two events in which the ipg was inadvertently impacted. Communication attempts with multiple programmers were unsuccessful. X-rays were taken; however, no visible anomalies were observed. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg, and effective stimulation was recaptured as a result.